Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she was without stimulation and unable to communicate with her ipg via the programmer or charging system. In an effort to recapture stimulation, a replacement charging system was sent to the pt. F/u on this matter found that the problem persists with use of the replacement unit. However, no surgical intervention is planned at this time.